Event description:
Company representative sent a repair request reported with an issue of 'air supply failure". No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogging in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling , insufficient cleaning issue ) identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found clogged nozzle. Foreign material was observed clogging the nozzle, noted to be attributed due to insufficient reprocessing, cleaning , handling issue. Due to clogging , no water supply was observed. Due to clogging , no air supply was observed. The reported issue of "air supply failure" was confirmed. Additionally, the following defects/findings were identified during device inspection: due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Adhesive on a-rubber (adhesive connection, bending cover) has a chip. Adhesive on a-rubber (bending section) has a crack. Adhesive on a-rubber has white-clouded area. Switch 1/ switch 2 has a scratch, protector of universal cord on s-connector side has a scratch. Connecting tube has a scratch. The reprocessing information and foreign matter surveys results obtained from the customer facility were noted below : device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility not aware , noted ¿unknown¿ as to when the foreign matter adhered on the device. ¿ did not provided additional information. The time lag between the end of clinical use and the start of pre-washing noted unknown. Flushed the air/water nozzle with water and air. Sent liquid to the air/water nozzle. Did not immersed the endoscope in the detergent solution. Brush points (wiped/brushed the air/water nozzle with clean lint free cloths or sponges) noted ¿unknown¿. Facility noted normal, no abnormalities on the accessories used for reprocessing. Concerns on reprocessing- facility noted¿ this is a manufacturer-recommended reprocessing facility¿. No further information provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the nozzle had no deformation, and it was unclear with the inspection result of reprocessing that if the reprocessing has been implemented in line with the instructions for use. Therefore, the cause of foreign material flowed inside the nozzle could not be specified. The root cause of the failure could not be determined. The event can be prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning. 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. < inspection of the objective lens cleaning function> *when use the air / water valve 1.keep the air/water valve¿s hole covered with your finger. 2.depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.